Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the system with right atrial (ra) and right ventricular (rv) leads showed noise oversensing resulting in pacing inhibition less than 1 second. The patient complained of a lump in their throat. The physician was to determine next steps. Several years later the noise was still present in the ra and rv leads. The noise appeared as not external and ra lead noise was able to be reproduced with isometrics, but the rv lead noise was not. A possible clavicular crush beginning on the bottom lead and presenting the last few days was discussed. Both ra and rv leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the system with right atrial (ra) and right ventricular (rv) leads showed noise oversensing resulting in pacing inhibition less than 1 second. The patient complained of a lump in their throat. The physician was to determine next steps. Several years later the noise was still present in the ra and rv leads. The noise appeared as not external and ra lead noise was able to be reproduced with isometrics, but the rv lead noise was not. A possible clavicular crush beginning on the bottom lead and presenting the last few days was discussed. Both ra and rv leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.